Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. In addition the I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because of the condition of the device not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a tlh procedure, during the case the top flexible jaw broke off into the patient. Detached portion was retrieved. Case completed with another device of the same product code. There were no patient consequences.